Manufacturer narrative:
(B)(4). Returned product consisted of a solent dista thrombectomy system with a power pulse adapter kit attached to the spike line. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and in the attached waste bag. A third of the boot was filled with fluid, when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there were numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console. The device was removed from the console and the shaft was microscopically inspected. It was revealed that the hypotube was cracked/broken at a severe kink at the distal window next to the jet body. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 03 jul 2018. It was reported the device was unable to prime and a error message displayed. An angiojet® solent¿ dista catheter was selected for a right lower extremity thrombectomy procedure in the tibial artery. During priming outside the patient, the device was unable to prime and a check saline error message displayed. The procedure was completed with another angiojet® solent¿ dista device. There were no patient complications. However, device analysis found a cracked/broken hypotube at the distal window next to the jet body.